Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon needed a 95cm extension for an implant, but when the 95cm extension outer box was opened it contained a sterile tray for a 60cm extension, with a 60cm extension inside. It was reported that surgery was postponed from (B)(6) as a result. It was noted that the patient required hospitalization and medical and surgical intervention as a result. Further review determined that the 95cm extension and the 60cm extension were processed through the distribution center three months apart. It was noted that the only time the two products were in the same place at the same time was at the customer account, and it was suspected that both products were opened at the account at some point in history, and the wrong sterile tray was placed back inside the wrong outer box.